Event description:
It was reported that the device displayed error code 46228. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9:-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues pertaining to the reported event were found in the event history log. Functional testing was performed and the device tested normally. The reported issue was not duplicated during testing. No action was taken. The device tested normally.